Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that the device may have a faulty flow sensor or data acquisition (da) printed circuit board assembly (pcba). The customer replaced the flow sensor assembly per technical support's advice, and the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint on the v60 device indicating that the unit is giving check vent: o2 flow sensor calibration data error (110e). The device was outside of use at the time of the reported event. There was no report of patient or user harm.